Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer wanted a log review for an over infusion event. One hour after the heparin infusion was initiated, the patient was assessed and it was found that the bag was empty. The pump was pulled out of service. The infusion was 25,000 units/250ml in dextrose 5% and was started at 1123 with a rate of 9 units/kg/hr and was paused at 1202 and the rate was changed to 9 units/kg/hr however the infusion finished earlier than expected. It was noted that the patient was given a reversal agent.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of heparin was not observed in a review of the logs or replicated during testing of the suspect pump module. Laboratory testing found the suspect pump module delivering fluid as programmed and within specification. On (B)(6) 2024 at 11:22 am, a remote IV infusion of heparin (drug ID 383) was received/started, with a patient weight of 114.8kg, a drug amount of 25000unit, a diluent volume of 250ml, a dose of 9unit/kg/h, a rate of 10.3ml/h, and a vtbi of 250ml. Primary volume infused (pvi) was 0ml. At 12:01 pm, the pump module was channeled off and the system is powered off. Pvi was recorded as 6.7ml. At 12:14 pm, the system is powered on, the previously programmed infusion of heparin is restored and started without any noted changes in rate or dosage. At 12:16 pm, the pump module was paused, and the infusion was not restarted after this time. Pvi was recorded as 6.8ml. At 1:27 pm, the pump module alarmed for ¿safety clamp open/close door¿, alarmed for ¿check IV set¿, the module was channeled off and the system was powered off. It could not be determined why the heparin infusion programmed to infuse for twenty-four (24) hours was paused after only infusing approximately thirty-nine (39) minutes (pvi 6.7ml) and only infusing 0.1ml after being reprogrammed/started with the same parameters. Pcu event logs can only reflect the inputted information it received, either manually or remotely, with respect to volume to be delivered. As such, it is not possible to determined what the actual volume is within an IV container at the start and ending of an infusion, from a review of the pcu event logs. Inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. A review of the pcu and pump module error logs showed no records associated to the complaint during the reported timeframe.

Event description:
It was reported that the customer wanted a log review for an over infusion event. One hour after the heparin infusion was initiated, the patient was assessed and it was found that the bag was empty. The pump was pulled out of service. The infusion was 25,000 units/250ml in dextrose 5% and was started at 1123 with a rate of 9 units/kg/hr and was paused at 1202 and the rate was changed to 9 units/kg/hr however the infusion finished earlier than expected. It was noted that the patient was given a reversal agent.